Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that the cannula was bent outside their body and the customer did not change out entire set to resolve their hbgs prior to this event. The customer was educated on following the two hbg rule.